Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2024 by the new zealand registry titled ¿2024 new zealand acl registry implant report-arthrex¿. The registry reviewed six hundred sixty-eight (668) patients who underwent knee procedures using arthrex swivelock devices. Twenty-six (26) patients were documented to have had acl/pcl instability resulting in a broken device, clinical failure and reduction loss. Ref: registry, n. A. (2024). "2024 new zealand acl registry implant report-arthrex."

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.